Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level was 43 mg/dl. Customer treated their low blood glucose with food. Customer had air bubbles in addition to the low blood glucose levels. Customer declined to troubleshoot for low blood glucose and air bubbles. Customer instead wanted to speak with a diabetes educator.